Event description:
It was reported that patient samples tested using panel phoenix nmic/ID-307 were misidentified. Customer repeated the test and on second run the results changed. There was no report of patient impact.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. G5. PMA / 510(k)#: the panel phoenix nmic/ID-307 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320.

Event description:
It was reported that patient samples tested using panel phoenix nmic/ID-307 were misidentified. Customer repeated the test and on second run the results changed. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification of escherichia coli as citrobacter fermerii when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3213033. The customer returned isolates but did not return phoenix generated lab reports or panels for the investigation. The customer returned isolates were verified on a bruker maldi biotyper and labeled k. Aerogenes 9288247-1, e. Coli 9288247-2 and e. Coli 9288247-3. To investigate, two retention panels each of the complaint batch were tested using customer returned isolate k. Aerogenes 9288247-1, e. Coli 9288247-2 and e. Coli 9288247-3 on a phoenix m50 machine and evaluated for identification results. Then, one control panel each from the same material but different batch were inoculated with customer returned isolate k. Aerogenes 9288247-1, e. Coli 9288247-2 and e. Coli 9288247-3 on a phoenix m50 machine and evaluated for identification results. All nine panels identified their inoculated isolate correctly, therefore, this complaint is not confirmed for misidentification. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed five additional complaints on complaint batch 3213033, four of which are related to this defect but unconfirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using panel phoenix nmic/ID-307, a patient sample was incorrectly identified. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using panel phoenix nmic/ID-307, a patient sample was incorrectly identified. There was no report of patient impact.